Event description:
It was reported that the patient experienced shortness of breath and presented to the clinic. Upon device interrogation, it was observed the right atrial lead exhibited oversensing of r-waves; due to lead dislodgement. On (B)(6) 2017, during lead revision, the physician attempted to reposition the lead but could not extend the helix. The lead was explanted and replaced with new lead. The patient was in stable condition before, during, and after the procedure.